Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures; however, an internal shorting was noted between conduction paths due to procedural damage to the lead. No lead anomalies were found except for procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited oversensing noise. The ra lead was explanted and replaced. The patient was in stable condition.